Event description:
A blood glucose test was performed on a patient at 16:24 with a result of 87 mg/dl. The patient was non-responsive. A lab was done with a result of 27 mg/dl at 16:30. At 17:08 another test was done with the device and the result was 31 mg/dl. No treatment was given. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.